Event description:
The facility's mr technician reported that a patient under anesthesia sustained a burn on the right elbow, approximately 1 inch in diameter after three mr exams were performed.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system following the event and found the system to be operating within specification with no evidence of system malfunction. According to the mr technician, the patient did not have padding during the scans due to patient size. The operator manual contains proper patient padding instructions.